Manufacturer narrative:
The customer¿s report of an overinfusion was not confirmed. The event was reported to have occurred at 2300 on (B)(6) 2018, however there are no events in the log that correspond to this date/time. The pcu event log review begins at 6:04 pm on (B)(6) 2018 which is the start of the only cisatracurium-nimbex programming. The pcu event log shows that at 6:05 pm on (B)(6) 2018 the pump module was programmed to infuse cisatracurium-nimbex 100mg in 100ml at a rate of 2.3ml/hr with a vtbi of 70ml. At 6:05 pm, the user paused the infusion and changed the dose to 1mcg/kg/min, which made the rate 4.6ml/hr. The user started the infusion. Between 6:08 pm and 8:15 pm, the user paused and restarted the infusion 3 times and restarted 1 time after opening and closing the door. At 11:09 pm and 11:11 pm, the device alarmed for air in line. The infusion was restarted after each alarm. The user then paused the device. At 11:28 pm, the device alarmed for flo stop open for 8 seconds. The door was closed and the infusion was restarted. At 1:00 am on 17 march 2018, the user changed the dose to 0.8mcg/kg/min, which made the rate 3.65ml/hr. The user started the infusion. At 1:49 am, the user channeled the device off and the system was shut down and powered off. The volume recorded as being infused during this period was 32.742ml. The root cause of the reported overinfusion was not identified. No devices received, log review only.

Event description:
The customer reported that a 100 ml infusion of nimbex was programmed to infuse at 1 mcg/kg/min or 5 ml/hr for over 20 hours with a programmed vtbi of 85 ml, however the bag was noted to be empty after 5 hours. The pump was alarming for air in line and showed about 50 ml left to be infused. There was no patient harm however the patient was moving within an hour after changing the devices.

Event description:
There was no patient harm and the patient was moving within an hour after changing the devices.

Manufacturer narrative:
The customer¿s report of an overinfusion was confirmed. Physical inspection noted the device to be in fair condition with the instrument seal not intact. The observed anomaly was a 3rd party latch/sear assembly (aiv inc.). Analysis of the pcu event log showed pump module s/n (B)(4) was programmed to infuse cisatracurium-nimbex 100mg in 100ml (drugid 86) at a rate of 2.3ml/hr with a vtbi of 70ml at 6:05 pm on (B)(6) 2018. At 6:05 pm, the user paused the infusion and changed the dose to 1mcg/kg/min, which made the rate 4.6ml/hr. Infusion started. Between 6:08 pm and 8:15 pm, the user paused and restarted the infusion 3 times and restarted 1 time after opening and closing the door. At 11:09 pm and 11:11 pm, the device alarmed for air in line. The infusion was restarted after each alarm. The user then paused the device. At 11:28 pm, the device alarmed for flo stop open for 8 seconds. The door was closed and the infusion restarted. At 1:00 am on (B)(6) 2018, the user changed the dose to 0.8mcg/kg/min, which made the rate 3.65ml/hr. Infusion started. At 1:49 am, the user channeled the device off and the system was shutdown and powered off. The volume recorded as being infused during this period was 32.742ml. Functional testing was performed and found the device to be delivering fluid out of specification on the high side with a % error of 249.65%. This would be enough to empty a 100ml bag running at 5ml/hr. Disassembly of the device found the mechanism assembly was broken at the tab where the bracket is attached. The broken piece was observed near the camshaft¿s upper occluder finger preventing the occluder finger from closing properly. Rate accuracy test performed after the broken piece was removed from near the camshaft indicated that the device was delivering fluid within specification. The root cause of the customer¿s report of an overinfusion was due to a broken piece that migrated in the camshaft area near the upper occluder finger.